Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. A4 weight - correction b1 adverse event and/or product problem - additional b5 describe event or problem - correction h2 correction/additional information h6: medical device problem code - correction h6: investigation findings - correction h10: additional information.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2025 . On (B)(6) 2025 , it was reported that the sensor was not working. It had been going back and forth with false urgent lows. The patient uses insulet omnipod5 in modified closed loop. According to the report, the patient said the current sensor was giving her a lot of inaccurate readings. It was giving her urgent lows that were reportedly "not right." Because of that, she did not respond to one where it was showing double arrows down. What happened the previous day was that she did not respond to urgent low alert immediately. And she ended up passing out and hitting her head. She said that the sensor reading at that time was 55mgdl and she did not check her finger stick to compare the sensor reading. She said she did not respond to it immediately because the sensor was not working. It had been going back and forth with false urgent lows. The treatment and management of hypoglycemic shock with syncope was not documented. The patient could not remember how long it took for her to regain her consciousness. The day of the call, the sensor still giving her inaccurate readings. The bg was showing 90mgdl while the sensor showing 79mgdl with arrow down. At the onset of the call the said that her current reading was showing 98mgdl arrow down and she was just corrected it (by unspecified means). Before, the previous reading was around 60mgdl. It was noted that this was a continuous issue. Data was evaluated and the allegation was confirmed. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is phone volume is set to silent / mute. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025 . On (B)(6) 2025 , it was reported that the sensor was not working. It had been going back and forth with false urgent lows. The patient uses insulet omnipod5 in modified closed loop. According to the report, the patient said the current sensor was giving her a lot of inaccurate readings. It was giving her urgent lows that were reportedly "not right." Because of that, she did not respond to one where it was showing double arrows down. What happened the previous day was that she did not respond to urgent low alert immediately. And she ended up passing out and hitting her head. She said that the sensor reading at that time was 55mgdl and she did not check her finger stick to compare the sensor reading. She said she did not respond to it immediately because the sensor was not working. It had been going back and forth with false urgent lows. The treatment and management of hypoglycemic shock with syncope was not documented. The patient could not remember how long it took for her to regain her consciousness. The day of the call, the sensor still giving her inaccurate readings. The bg was showing 90mgdl while the sensor showing 79mgdl with arrow down. At the onset of the call the said that her current reading was showing 98mgdl arrow down and she was just corrected it (by unspecified means). Before, the previous reading was around 60mgdl. It was noted that this was a continuous issue. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.